Event description:
It was reported that this pacemaker exhibited potential high impedance within the battery. Technical Services (TS) recommended completing a device interrogation using a programmer updated with SMR6 to update the device firmware. As a result, this device was successfully explanted. No additional adverse patient effects were reported. This device has not been returned.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.